Event description:
Patient was having stent supported angioplasty of the left circumflex vessel, ivus of the left circumflex vessel, ivus of the rca for 100% occlusion of the left circumflex. Dr. Tried to put in a guideliner catheter; however, the guideliner catheter would not advance. Tried to adjust the bmw wire; however, he realized that the wire was broken, so the wire was removed. However, there was a portion of it extending into the aorta that was broken off in the vessel. Tried multiple techniques to try to remove the wire over a 3 hour period but could not snare it.